Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She removed the device once she got home. Her blood glucose was possibly 180 mg/dl but it might have been high. She was walking for 45 minutes and was sweating, then the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response and gave a button error alarm due to corroded keypad traces. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.